Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the asymmetrical grippers. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During functional inspection of the first clip delivery system (cds) prior to use, the mitraclip would not open, despite troubleshooting steps taken. The first cds was not used in the patient. The second cds was opened and was found to have unbalanced grippers; one gripper was hanging lower than the other gripper. Both grippers responded to the gripper lever; however, they were not symmetrical. The second cds was not used in the patient. Another mitraclip was used successfully, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional analysis was performed on the returned device, but the reported gripper actuation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents from the reported lot. A definitive cause for the gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.